Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a removal of osteosynthesis material and femur fracture fixation due to incomplete rupture of the plate and a screw who refers fall and limitation evidencing in the radiographs. The plaque implanted in the patient was partially broken and a screw was broken. Therefore, it was decided to remove the femur proximal plate, periprosthetic plate and screws that was sent to the cellar respectively marked, and place a new locking compression plate (lcp) straight plate, cable system (five (5) laces) and cortical bone slabs. Originally, the patient was operated for placement of proximal femur plate + system cable and periprosthetic plate at the end of the year 2018. There was no surgical delay. The procedure was successfully completed and patient status was suitable. Concomitant device reported: unknown periprosthetic plate (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 2 of 2 for (B)(4).